Event description:
False positive result (s). I got a false positive with this test, confirmed by medical professionals and additional tests. Waste of money and contributed to much more stress. Also prolonged a proper diagnosis and treatment, resulting in me staying sick longer. Furious.